Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the hematoma identified? Low blood pressure and tachycardia. Was the site of the bleeding identified? Along the staple line near gastric pouch. Was a transfusion required? What was done in the reoperation? Hematoma was removed. What cartridges were used? Blue, white and green. What was the patient gender/ bmi? Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Yes. Were any staple formation issues noted throughout care of patient? None found. Is the patient¿s anticoagulation regime known? Yes, 5000 iu heparin administered subcutaneously. This has been protocol for a long time in their practice.

Event description:
It was reported that the doctor performed a roux-en-y procedure on a patient on (B)(6) 2019, using a plee60a and unknown reprocessed harmonic instruments. The patient remained in the hospital after the procedure and developed a post operative hematoma in an unknown location in the body on (B)(6) 2019. The doctor reoperated and resolved the hematoma. The patient has since been discharged.